Event description:
Part way through egd, the performing physician stated she felt and heard a crackling noise and sensation from the scope. Then the scope light became dim and images were difficult to see. Shortly afterwards, it was noted that there appeared to be blackish liquid present in the gi tract, but it was very difficult to see given the quality of the image. Black flecks/residue was seen upon inserting a different scope. During testing of the scope, a leak was found on the air/water channel. During the removal of the air/water channel, the main line was found to be disconnected from the "y" unit of the channel which was the cause of the leak. We have device for evaluation and photos.